Event description:
While filling the balloon of a 14-french foley catheter in the or1 of [redacted] hospital, the foley catheter lumen tubing had a leak. This was caught while filling the balloon. The 10cc syringe normal saline fluid burst upward at the double lumen site. The patient was not injured. No normal saline fluid leaked inside the patient. The foley catheter tip/balloon was intact once promptly removed.